Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the lead was around the tricuspid valve. It was noted the threshold increased after screwing in the lead. An attempt was made to change the site and the helix was turned counterclockwise, but the helix was not disengaged and it was unable to change the implantation site. The lead was implanted as it was and the procedure was completed with adding a new lead to the ventricle. No patient complications have been reported as a result of this event.